Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: dear sir/madam, following up on the email sent by my practice manager, I am dr. Ahmed saleh, principal periodontist at perio perth. I have been using ethicon vicryl sutures for over 13 years and have always found them reliable and easy to handle. Recently, we ordered four boxes of vicryl sutures¿three from henry schein and one from medident. After experiencing significant delivery delays, which were already frustrating, we finally received our order. However, upon using these sutures in four separate surgeries, I have noticed a drastic decline in quality that has seriously impacted my clinical procedures. The issues I have encountered include: ¿ needles detaching from the threads repeatedly. ¿ sutures exhibiting excessive coiling, even when wet. ¿ increased difficulty in tying knots, with knots frequently coming loose. ¿ rougher texture of the suture material compared to previous batches. These problems were consistent across all four boxes, not limited to a single batch. This significant drop in quality has compromised surgical efficiency, prolonged procedures, and created frustration for both myself and my dental assistant. More critically, it poses a potential risk to patient outcomes, particularly in procedures like gingival grafting and dental implants (the four surgeries that I have done using those sutures), where secure sutures are essential. Given the severity of this issue, I request the following: 1. An immediate investigation into why the quality of these sutures has deteriorated. 2. A full refund for the four defective boxes. If this matter is not addressed promptly and satisfactorily, I will have no choice but to escalate my concerns by formally reporting this to the therapeutic goods administration (tga) and the australian competition and consumer commission (accc). Furthermore, if I believe that patient outcomes have been compromised due to the poor quality of these sutures, I will also be submitting a report to the australian health practitioner regulation agency (ahpra). I have attached the invoices for the four boxes we purchased for your reference. I expect a swift response and resolution to this matter.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, I have been using ethicon vicryl sutures for over 13 years and have always found them reliable and easy to handle. Recently, we ordered four boxes of vicryl sutures¿three from henry schein and one from medident. After experiencing significant delivery delays, which were already frustrating, we finally received our order. However, upon using these sutures in four separate surgeries, I have noticed a drastic decline in quality that has seriously impacted my clinical procedures. The issues I have encountered include: needles detaching from the threads repeatedly. Sutures exhibiting excessive coiling, even when wet. Increased difficulty in tying knots, with knots frequently coming loose. Rougher texture of the suture material compared to previous batches. These problems were consistent across all four boxes, not limited to a single batch. This significant drop in quality has compromised surgical efficiency, prolonged procedures, and created frustration for both myself and my dental assistant. More critically, it poses a potential risk to patient outcomes, particularly in procedures like gingival grafting and dental implants (the four surgeries that I have done using those sutures), where secure sutures are essential. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was received: please note that (B)(4) were packaged in 1 box with an (B)(4). The following additional information was requested: - only six unopened samples (vcp500g, lot #: 103mbh) were received and analyzed under (B)(4). Will the pieces used and which failed in each of the complaints ((B)(4)) be returned for analysis?